Event description:
As reported by the affiliate, after deploying the precise pro stent in the target lesion, the physician felt resistance when attempting to re-sheath the device for retrieval. The device was returned for evaluation and preliminary analysis noted that the distal end of the brite tip was split. The patient was a (B)(6) male. The target lesion was the left carotid artery. The lesion was the de novo, slightly calcified, and slightly tortuous. There was 85% stenosis. When the sds of precise pro rx (10/40 mm: complaint product) was being retrieved after the precise pro rx stent was placed at the lesion, there was friction/resistance occurred at approximately 10 mm from the tip, and the outer member would not be pushed back to the tip (unable to re-sheath). Eventually, the sds of precise pro rx was retrieved from the patient, the procedure was finished successfully. There was no patient's injury reported. Physician's comment: customer letter will be required. There had been no difficulty experienced with precise (otw type) while the outer member was being re-sheathed after stenting. I wonder if there is resistance with the precise pro rx (with the guidewire port) while outer member is being re-sheathed to the tip.

Manufacturer narrative:
As reported by the affiliate, after deploying the precise pro stent in the left carotid artery, the physician felt resistance when attempting to re-sheath the device for retrieval. The device was returned for evaluation and preliminary analysis noted that the distal end of the brite tip was split. The patient was a (B)(6) male. The lesion was the de novo, slightly calcified, and slightly tortuous with an 85% stenosis. When the sds was being retrieved after the stent was placed at the lesion friction/resistance was noted approximately 10 mm from the tip, and the outer member would not be pushed back to the tip (unable to re-sheath). Eventually the sds was retrieved from the patient and the procedure was finished successfully. There was no reported patient injury. One non-sterile precise pro rx us carotid syst 9 x 40 mm was received coiled inside a plastic bag. Unit was deployed. Outer member was bent at 4cm from brite tip. Brite tip was split. Although the unit was deployed the functional test (withdrawal/resheathing process) was performed introducing a guide wire 0.014" (lab sample) through the wire lumen and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the brite tip split and outer member bent could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer could not be confirmed since no anomalies were found during functional analysis. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. It is possible that there was device interaction between the deployed stent and the sds during attempted re-sheathing of the sds causing the noted resistance. It is also possible that the kink noted on the returned catheter was the cause of the noted resistance. It is unknown when the brite tip split occurred but it may have happened during advancement towards the lesion. However, without films of the event it is not possible to draw a clinical conclusion between the device and the reported events. Vessel characteristics and procedural factors may have contributed. Concomitant devices: inflation device: basic compac's (in4130), gw: chikai, gc: moma9f, bc: aviatorplus, sterling.